Manufacturer narrative:
(B)(4). Physio-control performed an initial examination of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control opened the customer's device in order to perform a physical inspection and no discrepancies were observed. A power supply was then connected to the device in order to power it on and download the electronic records from its memory. Through analysis of that data, physio observed that the device's internal hybrid layer capacitor (hlc) batteries, located on the analog pcb assembly, had dropped to zero (0) which then prevented the device from powering on. Physio also observed that, specifically, hlc battery designator bt1 was damaged and could no longer hold a charge. The customer was provided with a replacement device.